Event description:
It was reported that "blockers would not attach to t-handle secondly, one of the attachment prongs or the blocker became dislodged during avs al insertion. This occurred in the wound and was noticed by the approach surgeon.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.